Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs were reviewed for the customer's report of the screen going black and the device powering off unexpectedly. A log corresponding to the event date was identified; however, the logs cannot confirm whether the display went black because display content is not recorded. Two power off/on events were found, but both were consistent with the power button being pressed, and no device resets were detected. Functional testing did not reproduce the reported issue. No power related accessories were returned for evaluation. There was no fault found with the device. The device passed testing and was recertified for clinical use. Analysis of reports of this type has not identified an increased in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 85-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.